Manufacturer narrative:
The exact date of the surgery and occurrence are unknown but were estimated based on the information reported. The devices remains in the patient, therefore product testing on the devices could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hypotony and decreased/impaired vision are identified in the labeling as a known inherent risks of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR reference #(B)(4).

Event description:
Through social media monitoring a patient's wife reported that her husband had the istent procedure but still could not see out of his eye three weeks post-operatively. On (B)(6) 2018 an additional comment was found through social media monitoring. Per report, the patient¿s post-operative iop was 3 mm hg requiring four (4) different types of drops. The patient continues to have decreased visual acuity.

Event description:
Through social media monitoring the patient''s wife reported the following update. Reportedly, the patient has not been able to see correctly since cataract plus stent procedure. No further details provided.

Manufacturer narrative:
MFR# reference: (B)(4).